Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 3-4 days ago (month confirmed), that patient started to experience a lot of leakage. When asked, patient said that there haven't been any changes to affect symptoms. Patient said that yesterday and today tried to connect to implant to make an adjustment however unable to connect, keeps on receiving the no device found message. The circumstances that led to the reported issue were unknown. Verified communicator is unplugged, closed and restarted mytherapy app, reviewed repositioning of communicator. Later in call patient said that also has a scs in back (by boston scientific) and it is right next to interstim device. Patient said that when is in bed seems like they move and are closer to each other, almost on top of each other. Patient's wife was helping by holding the communicator for patient and it was discovered that she was placing the white side of communicator over implant however still not able to connect with blue side however still unable to connect. Patient also mentioned that when received replacement interstim (confirmed due to normal battery depletion) in february was told that hcp moved interstim to other side due to scar tissue where previous implant was placed, said it was not on the right side. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.